Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer ultimately filled and loaded the cartridge successfully. Customer¿s blood glucose was 230mg/dl.